Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient notifier indicated a high voltage lead impedance out of range. The rv capture threshold had increased. A chest x-ray revealed that the rv lead was coiled and possible kinked in the area were the lead entered the vein. The lead was replaced.